Manufacturer narrative:
Contact reported in follow up that the material that came free from the 3d max light was what appears to be a portion of the suture material that is used to create the orientation ¿m¿ and sewn into the mesh. The sample return is a small blue thread consistent with the material used to create the sewn in orientation ¿m¿ on the mesh. As such this appears to be residual material of the manufacturing process and not a foreign material. Investigation is ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Addendum: h11: this supplemental MDR is submitted to document the completed sample evaluation results. Evaluation of the returned sample finds the reported and found condition to be a manufacturing generated condition, that was not detected during inspections performed. An awareness notification was provided to all appropriate personnel. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Corrected field: d4 (unique identifier (UDI)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As initially reported, the "m" mark of the 3dmax light mesh dropped off and adhered to organs, material was located and removed from the body without issue. There was no patient injury as a result of the problem experienced.

Event description:
As initially reported, the "m" mark of the 3dmax light mesh dropped off and adhered to organs, material was located and removed from the body without issue. There was no patient injury as a result of the problem experienced.

Manufacturer narrative:
Contact reported in follow up that the material that came free from the 3d max light was what appears to be a portion of the suture material that is used to create the orientation ¿m¿ and sewn into the mesh. The sample return is a small blue thread consistent with the material used to create the sewn in orientation ¿m¿ on the mesh. As such this appears to be residual material of the manufacturing process and not a foreign material. Investigation is ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.